Manufacturer narrative:
The reported event of sensing anomaly was not confirmed. The device was received from the field in normal working conditions with battery voltage near beginning of life level. Atrial and ventricular sensitivity test under nominal conditions indicated results were normal and within expected sensitivity range. Electrical and mechanical tests performed were normal. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported complaints. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: h6 investigation conclusions should have been 67- no problem detected instead of 11 - conclusion not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, the patient's pacemaker was over oversensing p waves. The device was reprogrammed to correct this, but then the device was under-sensing premature ventricular contractions, and oversensing p waves again. The physician then plugged in a his lead into the left ventricular port, and the right ventricular lead into the right ventricular port. The patient is recovering.